Event description:
A biomedical engineer reported, the unit would not cut intermittently during a procedure. The engineer also reported that although the pressure in the patient's eye was reported as having been high, the unit displayed a lower pressure. The system was switched out and the case was completed. There was no report of any patient harm or injury. This is the first of two reports being filed for this facility.

Manufacturer narrative:
The company representative examined the system and found no problems. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate two additional similar reports for this system. The root cause could not be determined. (B)(4).